Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas noted that since the retested sample was negative and the runs had low positivity rates, it likely was a low-target but true positive, or less likely contaminated during sample-handling. Pas advised customer that it was their choice to report or recollect the sample. Hologic field application specialist (fas) noticed customer was not keeping the media refrigerated, and they were not retesting from the same sample tube, instead creating a new aliquot from the original collection tube or recollecting a sample. Fas advised customer on their workflow. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(4) 2020 to present.

Event description:
Hologic medical science liaison (msl) reported on behalf of customer one sars-cov-2 tma run, (B)(4), using assay lot 278151 on panther instrument sn (B)(4) which had a discrepant sample. Sample was initially positive but was negative when retested. There was no indication of discrepant results being reported to patients.